Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adenomyosis and scar outcome was unknown. The reporter considered adenomyosis, medical device removal and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced adenomyosis ("adenomyosis"), scar ("scar tissue"), abdominal pain ("abdominal pain"), rash ("rashes"), genital haemorrhage ("constant bleeding"), amnesia ("memory loss") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, adenomyosis, scar, abdominal pain, rash, genital haemorrhage and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, adenomyosis, amnesia, genital haemorrhage, medical device removal, rash, scar and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adenomyosis, scar quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc on(B)(6) 2020: social media received. No new significant information was added. Reporter information added. On (B)(6) 2020: social media content received events abdominal pain , rash , memory loss , constant bleeding was added on (B)(6) 2020: social media content received - event vitamin d deficiency and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.